Event description:
Customer reported malfunction 7 ( motor too slow) occurred on this pump during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.